Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor broke. Customer stated that while trying to pull the needle out, the sensor portion pulled off with the needle. Blood glucose level was 237 mg/dl at the time of the call. The customer was advised that the product would be replaced and agreed to return the sensor for analysis.

Manufacturer narrative:
A complete analysis and inspection of 1 opened and used enlite sensor, the introducer needle passed per specifications however, found the cannula was retracted on the other side of the sensor base also; the cannula was broken and still in the tubing. Unable to confirm if the customer received in said condition due to customer returned opened and used.